Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer was assisted with blank display troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was dropped when the belt clip broke. The customer also stated that the battery cap, compartment, and springs were not damaged nor corroded. The customer was instructed to insert a new battery, and the display returned. The insulin pump asked to set day and time and the customer stated that after time set up, the display went blank and went back to day and time set up. Troubleshooting for bumped/ dropped/ cosmetic damage was performed. The customer stated that the insulin pump was dropped twice in the past two days due to the broken belt clip. The customer stated that the drive support cap appeared normal and that the insulin pump passed self-test. However, the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, current test basic occlusion, occlusion, prime and excessive no delivery test. Pump was programmed the date/time and with multiple bolus wizard deliveries and monitored. All bolus delivered completely with their indicated amount and were properly recorded in the bolus history screen with the correct time and date setting noted. No reset settings anomaly, no battery anomaly, no battery tube anomaly and no blank display anomaly noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.